Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that she had low blood glucose while sleeping and wake up with high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated sometimes her blood glucose was high and lows sneak up. The customer went to the hospital due to her heart but when she got to emergency room her sugar was over 200 mg/dl.